Event description:
It was reported that the patient underwent an obturator sling procedure on (B)(6) 2005. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient experiences urinary problems, dyspareunia, pain and infections. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2005 and mesh was implanted. It was reported that the patient experienced urinary problems, dyspareunia, pain and infections. (B)(4) - urinary problems; dyspareunia.